Manufacturer narrative:
Summary of evaluation: evaluation results indicates that the cause of this event was a handling error.

Event description:
The screwdrivers are worn and rounded. Another screwdriver was used to complete the procedure. This event did not cause an adverse consequence to the pt or a surgical delay.